Event description:
A caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl. Customer service provided assistance for resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any malfunction code appeared in the future, which the caller acknowledged and understood.